Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection has identified an abnormality that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported blank screen which was reproduced at device power up. A blank screen was verified through visual inspection and found to be caused by a failed processor pcb. The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced blank screen during routine inspection. There was no patient involvement. No additional information is available.